Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up when premature battery depletion was observed. Monitoring will continue until device reaches eri.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device was tested on the bench and no anomalies were found. The cause of the longevity anomaly displayed on the programmer remains undetermined.

Event description:
New information revealed that the device was explanted at eri.